Event description:
Customer reported a case of corneal haze around the flap side cut, observed at two weeks post lasik treatment. Additional information has been requested.

Event description:
Attempts have been made to obtain additional information, at this time additional information has not been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Manufacturer narrative:
Attempts have been made to obtain additional information, at this time additional information has not been received. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. System history shows that the laser was verified successfully prior to the date of treatment. Company representative provided support; variation to settings (spot energy and placement) were discussed with the surgeon, and he changed the settings per recommendation. The root cause could not be determined conclusively. (B)(4).